Event description:
It was reported that a pacer dependent patient presented in clinic for routine follow-up experiencing palpitations. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2017. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Should have been (B)(6) 2017 rather than blank.